Manufacturer narrative:
Summary of eval: visual inspection indicated that the devices show significant wear and discoloration, which confirms the reported event of the sizes being too difficult to read. The instructions for reprocessing stryker reusable devices indicates a ph neutral agent should be used for cleaning aluminium alloys. Contact with strong alkaline detergents or solutions containing iodine or chlorine should be avoided since the aluminium can be damaged. This is the same pt/event as MFR # 2249697-2011-00905.

Event description:
It was reported that, "during the tha, the surgeon did not read the od sizes due to the discolored trident acet window trials."